Manufacturer narrative:
Device manufacture date: april 12, 2016 - april 13, 2016 . The device was received for evaluation. Visual inspection under magnification was performed and revealed that the bladder was ruptured. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This occurred on an unknown date in 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor bladder ruptured. This was found during filling. The folfusor was filled with 40ml sodium chloride and 60ml of fluorouracil. There was no patient involvement. No additional information is available.